Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Retain strip testing results met both accuracy and precision criteria. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. Root cause could not be determined from the information provided by the customer. (B)(4). Due to this low occurrence rate, below the action thresholds monitored for corrective action, no further action is required at this time. This issue will be subject to tracking and trending. There is no corrective action at this time, as no product deficiency was established.

Event description:
Caller alleged imprecision with inratio2 meter. Results as follows: date: (B)(6) 2013, inratio2 inr: 1.5 and 2.4. The time between testing was less than five (5) minutes. Therapeutic range 2.0 - 3.0 for the patient. There was no reported adverse patient sequela. There was no additional information provided.